Event description:
It was reported that the pump touch screen displayed little white spots on the screen. Customer's blood glucose was not adversely impacted. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.